Event description:
It was reported that during a lap appendectomy procedure, the device fired malformed staples on the specimen side of the transection. Buttressing material was not being used and this was on the initial firing with a vascular load. The procedure was converted to open as the stump of the appendix was open so they could not fire across the existing staple line. Sutures were then used to close the stump. The patient is okay.

Manufacturer narrative:
Information anticipated, but unavailable at this time.